Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator was explanted. The patient was in good condition.